Event description:
It was reported that the patient called clinic due to an inappropriate shock. Upon in-clinic interrogation, it was found that the implantable cardioverter defibrillator (ICD) exhibited inappropriate therapy due to incorrect interpretation of signal. Programming changes were made and medications were prescribed. Patient condition was stable.